Manufacturer narrative:
Product analysis : analysis confirmed the customer comments as the ventricular output connector and hanger were broken. It was also noted that the capacitor and main printed circuit board were damaged. The lower case / battery drawer were stuck. Both wires on the liquid crystal display were pinched but not compromised all found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required repair of the atrial and ventricle ports and test and calibration. The epg was returned for service. No patient complications have been reported as a result of this event.